Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and a button error alarm from the insulin pump. The customer's blood glucose reading was 25.0 mmol/l. The customer treated with a manual injection. The customer stated that he woke up this morning and the pump alarmed button error. The customer stated that he was disconnected as he was not getting his basal rates as the alarm triggered the pump to go in attention ode and stopped insulin delivery. The customer was advised to disconnect from the pump and remove the battery and stay on a back-up plan until he receives a replacement pump.